Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced infusion set tape was not sticking as he accidentally pulled out the cannula while using the bathroom event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information availablex.